Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that early battery depletion was suspected. The current drain was slightly higher than expected, based on device settings. Lv lead output was noted to be high. It was recommended to reduce the device output and pulse width instead to reduce the current drain and improve longevity.